Event description:
It was reported that pump "screen has an issue not displaying clearly a white dot in the middle of the screen and wont go away". There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.